Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff allegedly noticed that the harmonic ace curved shears insert was not working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a that the ace insert was not working. The instrument insert accessory was installed on an in-house harmonic ace curved shears instrument without issues. The insert was placed on a system and driven. The instrument blade was observed to move sideways when the clamp arm opened and closed. The clamp arm appeared to be pushing blade. Repeated opening and closing of the blade on system resulted in a fracture of the curved blade during in-house testing. The blade was found to have fractured at the clamp arm pin. Engineering evaluation disassembled the insert and a wear mark was found on the blade where it meets the pin. Engineering evaluation concluded that the blade likely made contact with the clamp arm pin during energy activation, causing a crack to develop and energy transmission to fail at the tip. Engineering evaluation discovered a malfunction of the instrument that if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.